Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, with the current measurement at 197 ohms. A picture of the programmer screen showed the shock impedances had been around 180 ohms for at least the past year, with a significant drop in (B)(6) 2023 before gradually increasing again to almost 200 ohms in (B)(6) 2023. The distributor representative reported that the device had provided a 41 joule shock to treat an arrhythmia in (B)(6) 2023 and the shock impedance measurement was around 132 ohms. Technical services discussed troubleshooting steps to evaluate the integrity of the shocking lead, including testing impedances in all available lead configurations, performing x-rays, and having the patient perform maneuvers and isometrics while observing impedance measurements and seeing if any noise could be provoked. It was noted the device would issue a code 1005 should a high voltage shock be delivered with an impedance of greater than 145 ohms; this would indicate an open circuit condition and rv lead replacement would be recommended. The physician could deliver a 1.1 and 41 joule shock to fully check integrity of the system. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.